Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the rv lead could not be extracted without extracting the right atrial (ra) lead. It was noted that the ra lead adhered to the rv lead. The physician had to extract the ra lead first and then the rv lead was able to be removed.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil was fractured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. It was noted that the lead had an abrupt rise to elevated rv and superior vena cava (svc) impedance measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.